Manufacturer narrative:
Investigation summary : bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no sample or batch code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description : root cause is undetermined. Rationale : no sample or batch code was provided.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system, "that the tubing broke just at the junction to the inserter". There was no report of exposure, injury, or medical intervention.